Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was broken. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the pump was functioning properly. The dso seal was replaced.

Event description:
It was reported that the pump had an overpressure alarm, and the alarm continues despite system change. There was no patient involvement.